Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend reports were reviewed for product line and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with a replacement abbott diabetes care (adc). The customer initially reported a labeling issue that was blurred, missing, and/or torn therefore, a replacement device was ordered. However, the replacement device was not received and the customer was unable to monitor their blood glucose. The customer became hypoglycemic with symptoms of convulsion and a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who obtained a glucose reading of 35 mg/dl and administered a glucagon injection for the diagnosis of hypoglycemia. No further details were provided. There was no report of death or permanent injury associated with this event.